Manufacturer narrative:
A sample was not returned and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. There is no information provided about the patient's preoperative condition, intraoperative complications that may have occurred during stent implantation, or medications used or other postoperative complications that may have affected the patient's iop and/or vision. There is no mention of stent device failure. The occurrence of low iop (hypotony) postoperatively, which may be associated with anterior chamber shallowing (affecting lens position) and/or maculopathy (affecting the retina) is a known risk associated with stent implantation, which is clearly stated in product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis, the stent remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer called to inquire whether a long-lasting intraocular pressure (iop) of 3-4 mmhg was in order, or if there was a need for action after implantation of a glaucoma stent implant. This condition continued about 5 weeks. The consumer reported that in addition to the hypotony, she cannot read properly, but can otherwise see quite well. The consumer was at the eye clinic for a follow-up check last week, but the professor said she had to wait another two weeks. Additional information was requested from the consumer's healthcare professional. It was reported that the surgeon solved the problem, however the patient's outcome is unknown. The surgeon was unwilling to provide any further information.

Manufacturer narrative:
The date received by manufacturer for the initial report for this case was 10/02/2017. The manufacturer internal reference number is: (B)(4).

Event description:
Further information was received from the consumer. The hypotony is continuing and has not resolved. It was noted that the surgeon filled the anterior chamber with viscoelastic and the stent was blocked; however, now the viscoelastic is dismantled. The intraocular pressure has dropped further.